Event description:
It was reported that pump issued cartridge alarm 20 and that similar cartridge alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement under warranty, confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to return problematic pump within 10 days using supplied materials.